Event description:
The customer contact reported that during testing at the user facility, it was noted that the device door roller was broken off. There were no reports of any adverse patient events or delays in critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.